Event description:
It was reported that pump experienced malfunction alarm with code malf 24 and could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin method available and planned to contact healthcare provider, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.